Event description:
The lead was capped.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise, a sensing anomaly and intermittent low impedance was observed. Lead insulation damage is suspected. The lead remains implanted.